Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process. Customer¿s blood glucose level was between 143-203mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified. Additionally the alleged fill estimate issue could not be verified.